Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose was 409 mg/dl. Customer's current blood glucose was 300 mg/dl. Customer had 106 mg/dl, 119 mg/dl, 390 mg/dl blood glucose range. Customer did not experienced any symptoms for high blood glucose event. Troubleshooting was declined for high blood glucose. Auto mode feature was not used at the time of event. The insulin pump will not be returned for analysis.